Manufacturer narrative:
This device used for treatment and not diagnosis without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Consultant reported patient was implanted on (B)(6) 2012 with 4.5mm broad lcp plate and 11 screws. On (B)(6) 2013, patient was returned to or to remove the hardware - the plate was broken, but all screws were intact. Patient was revised to synthes reamer/irrigator/aspirator (ria) method of bone harvesting for autograft, and a competitor tibial nail procedure. This is report 7 of 10 for complaint (B)(4).